Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they went to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 29.6 mmol/l. The customer was treated with IV fluid. Customer reported other blood glucose value such as 29.5 mmol/l. Customer did not receive a sensor updating or sensor glucose value not available alert. Customer did receive a calibration not accepted alert. Customer did not receive a change sensor alert. Customer provide symptoms regarding to high blood glucose episode like nausea. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08650 inches. The test minilink transmitter with the glucose sensor simulator communicates properly to the insulin pump. No unexpected calibration not accepted alert noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.